Event description:
Bilateral revision surgery due to staphsorreous infection performed. This complaint concerns the right rt-plus knee. The revision surgery of the left g ii ps knee is filed separately. An additional report will be submitted.